Event description:
The customer reported a falsely elevated magnesium result generated on the architect c8000 processing module for one patient. The following data was provided (customer¿s reference range: 0.7-0.91 mmol/l): initial magnesium result = 3.5 mmol/l repeat magnesium result = 0.76 mmol/l no incorrect results were released. No impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the architect c8000 processing module, serial number (B)(6), and performed multiple troubleshooting procedures including replacement of the mixer (09d59-04). Replacing the part resolved the issue. The instrument service history review revealed no additional ticket associated with discrepant/erratic magnesium patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the architect system, parts, or discrepant results as described in this complaint. Additionally review of complaint and trending data associated with the mixer (09d59-04) did not identify an increase in complaint activity. The manufacturing documentation was reviewed and did not identify any nonconformances or deviations for the mixer associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect c8000 processing module, for serial (B)(6), or the mixer were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium result generated on the architect c8000 processing module for one patient. The following data was provided (customer¿s reference range: 0.7-0.91 mmol/l): initial magnesium result = 3.5 mmol/l repeat magnesium result = 0.76 mmol/l no incorrect results were released. No impact to patient management was reported.